Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector ii acetabular cup size 52 mm, pinnacle metal insert, neutral 36 mm x 52 mm, a summit tapered hip stem size 7 high offset, and an articul/eze metal on metal femoral head, +8.5 neck, 36 mm. On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy pinnacle sector ii acetabular cup size 52 mm, pinnacle metal insert, neutral 36 mm x 52 mm, a summit tapered hip stem size 7 high offset, and an articul/eze metal on metal femoral head, +8.5 neck, 36 mm. On (B)(6) 2009, I returned to the hosp with a hip dislocation and fracture. I underwent a partial revision of my left wherein I received an articul/eze metal on metal femoral head size 36 mm - 2 and summit tapered hip stem, size 8 high offset. The stem size was increased and the metal on metal liner was left in place. Soon after these surgeries, I began experiencing severe pain and discomfort. On (B)(6) 2009, I was admitted to the hosp with septic shock and infected material coming from my left hip wound. I underwent debridement and irrigation of my infected left hip and again on (B)(6) 2009. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: avascular necrosis, right hip. Avascular necrosis, left hip.